Manufacturer narrative:
The technician replaced the right caregiver pc board to resolve the problem. There was no fluid ingress.

Event description:
The account alleged when he presses the head up or head down switch the function will continue running after letting off of the switch. This is only happening on the right caregiver pc board.